Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: black box review shows multiple loss of prime due low non-zero force warnings on the reported failure date, no evidence of load step malfunction is observed. Prime history review shows an average of small prime amounts. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump passes ¿ez-prime¿ steps truthfully, a full cartridge was loaded ,and pump is able to hold prime, no warnings were duplicated during testing. The force sensor calibration reading is within specifications. Pump was opened, force sensor flex pins was found intact, and secured to the pcb socket with the lcd. No defect was found to the force sensor circuit or to the power circuit; no moisture damage or intermittent condition was found to the pcb. The retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that the tubing may have been primed during the load cartridge step and noted smaller prime volumes than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.